Event description:
It was reported that at 154,259 joules while using the surgical fiber during a prostate procedure, continuous flashing and "flashing - burn back -end fire" was observed, then the fiber stopped working; time expended: 31:27 minutes. The fiber was exchanged and the case was completed with another surgical fiber. Patient outcome: "ok".

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber is broken within the outer flow tubing, 2 inches forward of control knob, between control knob and distal end; the fiber was tested with hene laser fixture, aim beam is visible at fiber break; the outer sheath does not exhibit signs of melting at the break; the fiber shows signs of usage; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling.